Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that while at the airport before, they went through a scanner that you just walk through not the scanner where you walk in and briefly hold your arms up it was a machine that you walk directly through, it shut their pump off and they had no pain medicine all during their trip until they got back.